Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the site and advised the customer to ensure no one is clutching the universal surgical manipulators (usms) during the procedures. The customer was informed the usms will not un-brake if they are not clutched. Fse also informed the customer that the floor was unlevel in the or so if a usm is clutched, it will move. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during of a vinci-assisted surgical cholecystectomy procedure, the universal surgical manipulators (usms) were not holding like they were supposed to. All usms, especially usm 2 would get a solid blue led, but the usm would still move. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the usms drifted while in the patient. The system was inspected prior to use.